Event description:
It was reported the pt was unable to feel the stimulation but felt it only in the lying position. Lead diagnostics were normal and the pt did not feel the stimulation even when the amplitude was increased. The pt was to meet with the physician regarding the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.